Event description:
It was initially reported that the patient was having a lead revision due to a lead fracture. The lead has since been explanted and replaced. The product has been returned to the manufacturer for product analysis. Follow up with the patient's neurologist revealed that the patient was seen on (B)(6) 2011, and that was when the physician diagnosed the lead fracture. It was reported that the device was not performing as it should. No diagnostic results or programming history was provided. X-rays were not taken, and the physician did not note if he suspected trauma or manipulation. No additional information was available.